Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm during class. The customer's blood glucose level was 300 (mg/dl). The customer cleared the alarm and delivered a bolus via the pump to address their bg level.